Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise via merlin.net. The patient was reported to be asymptomatic. The lead was explanted and replaced. The patient was in stable condition post procedure.